Event description:
It was reported that during the implant procedure when attempting to implant a left bundle branch (lbb) lead the lead failed to successfully capture the left bundle branch and exhibited a high threshold. The lead was removed and replaced with a left ventricular (lv) lead. During lv lead implant, after three clockwise rotations, the lead rebounded, leading to dislodgement during a traction test. The lv lead was pushed forward and placed successfully with another traction test confirming fixation. It was also noted that the initial right ventricular (rv) lead implant attempt resulted in high thresholds. The rv lead was removed and replaced with a different model. Upon attempts to implant the new rv lead model high thresholds were obtained again and the physician elected a new location for the replacement rv lead which resulted in acceptable parameters. During the closure of the pocket, the patient experienced hy potension, vomiting, and sweating. It was confirmed that there was a pericardial effusion. During the pericardial effusion removal and rescue efforts, electromechanical dissociation and respiratory arrest occurred. Ultimately, the patient died despite attempts to resuscitate.

Manufacturer narrative:
Continuation of d10: 479888 lead, implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.